Manufacturer narrative:
The autopulse platform was returned to the (B)(6) center for evaluation. A visual examination was performed and found the back cover and battery latch were damaged. The reported system error was confirmed during the archive data review. An internal error required to be reset and was cleared. The platform went through functional testing. The system error was not observed. However, unrelated to the reported complaint a load cell error was observed. After the autopulse platform was repaired, the platform passed all test and meet specifications. Service center in (B)(6).

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that the autopulse displayed "system error" message during patient use. Additional information was requested but it has not yet been provided.